Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 5.5 support due to acute myocardial infarction /cardiogenic shock. While placing the impella, the patient had multiple runs of ventricular tachycardia and was shocked several times to resolve. The patient remained on support and the pump was later explanted.